Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of failed battery test from the insulin pump. The customer's blood glucose reading was 8.6 mmol/l. The customer also had blood glucose of 29 mmol/l when admitted to the hospital. The customer was treated with IV bag of potassium. The customer stated that her pump had failed battery alarms and replace battery now alarms from the pump. The customer tried two different types of batteries and it still gave her the same error. The customer was advised to insert new or fully charged aa battery. The customer received failed battery alarm. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.